Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: sp1a.210812.016.s908usqu1avcj. Hardware: sm-s908u. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level (bg) rose to was "high" (400 mg/dl) while wearing the pod while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. Treatment for reported issue was not provided.